Event description:
Additional information: the patient did come back to the surgeon at an unknown later time with symptoms consistent with a potential leak. The surgeon prescribed oral antibiotics and the patient fully recovered. No additional surgical procedure was required.

Event description:
It was reported that during a gastric procedure, the device was stuck on stomach tissue. Buttressing material was being used with a green reload. The physician removed the device by cutting around it with harmonic. The device was removed from the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the patient impacted due the device needing to be cut from the tissue? Oversewed ostomy that was created, no post op changes. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? Beginning of the 4th stroke the knife did not retract back. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). Return gear pin. The analysis results of the long60a found that it was received with the closing trigger and anvil in the closed position. Due to the knife was not in the home position the device would not open. The knife direction arrow was pointing proximally indicating the device successfully shifted into reverse after 3 firing strokes. It was attempted to return knife by 1st pushing red button all the way down then pulling firing trigger; however, the knife did not return to home position. A CT scan was performed to verify the condition of the internal components and the axle pin on return gear was noted to be missing. This caused the return gear to interfere with the shroud; this interference prevented the gear from rotating so, the knife could not be returned to home position. The analysis results found that eight (B)(4) reloads were received for evaluation. Seven of them were noted to be inside its original package. Upon evaluation, all reloads were found unfired and in good visual condition. No anomalies were noted.